Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported for high blood glucose. Blood glucose was 428 mg/dl. Customer reported that the insulin did not exit and pump alarmed no delivery. Assisted customer in performing the manual prime. Customer reports insulin exits with the manual prime. Advise the insulin pump is working as designed. The insulin pump will not be returned for analysis.